Event description:
It was reported that surgery was delayed due to the surgeon struggling to implant the devices.

Manufacturer narrative:
The evaluation revealed some dimensions measure out of tolerance due to multiple insertion attempts.